Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated last night they were laying at night and the stimulation turned itself up really high and felt like patient was getting electrocuted. Patient said they called their rep for help, and was also told at that time that patient could need to put on the belt to use the controller. Agent reviewed general use and information on controller and reviewed patient should be able to use controller without the belt unless they were charging the implant, which patient said was what they thought. Agent documented information given during the call.